Event description:
The pt reported that in 2009 her blood glucose elevated to 18.4 mmol/l (331 mg/dl) and she found that insulin was leaking from the insulin cartridge. Her normal blood glucose level is 4-7 mmol/l (72-126 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridges were replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.